Event description:
It was reported that patient's lead was explanted due to unknown malfunction. The patient status was unknown.

Manufacturer narrative:
The reported event of lead malfunction was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event was due to external insulation abrasion which is consistent with friction to the device can.